Event description:
Customer was admitted to hospital for low blood glucose. Customer called hotline to do low blood glucose troubleshooting. Customer feeling hypoglycemic, drank some orange juice and blood glucose went up to 80s and 90s then went down quickly. Customer called doctor who instructed customer to go to emergency room. Blood glucose was 63 when customer went to hospital. Emergency room put in an IV with glucose water for 2 hours. Customer was discharged with blood glucose of 170.